Manufacturer narrative:
Correction: the correct medtronic notify date for the event is (B)(6) 2019. Additional information: the procedure was successfully completed using another device. The patient is alive with no injury. No difficulties noted when removing the protective sheath or any difficulties noted when removing the packaging stylette from the device. The pink tip section of the catheter pushed up onto the loop of the stylette when the catheter was removed from the hoop. No resistance noted while advancing the device to the lesion the device was not moved or repositioned in the lesion. No difficulties were noted during the inflation of the device. The device was only inflated once at 12 atm. Deflation difficulties were noted after the first inflation and the device could not be removed. The delivery balloon was pulled out by force with no additional intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the sheath and stylette were not returned with the device. Stretching was evident to the distal shaft. Deformation was evident to the distal tip. The balloon folds were expanded. Crystallised contrast was visible in the balloon. The proximal balloon bond was necked. The support wire was kinked and deformed. It was not possible to inflate the device in order to perform inflation testing due to the condition of the proximal balloon bond. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon was used to treat the right coronary artery (rca). The lesion exhibited moderate tortuosity, mild calcification and 90% stenosis. The device was inspected, and negative prep was performed prior to use with no issues noted. Following the first inflation deflation was attempted however balloon deflation difficulties occurred. The balloon was withdrawn un-deflated. It was reported that the catheter/delivery system was deformed/kinked. No patient injury reported